Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. A product sample was received for evaluation. Visual inspection showed labels were intact. During functional check, the reported complaint was duplicated. Battery contact bent issue found during the investigation. Issue caused by the customer. Battery contact was replaced.

Event description:
It was reported that the battery contact was bent during testing. No patient injury reported.